Event description:
A law office reported that a male was diagnosed with fusarium keratitis in the summer of 2005, while using renu with moistureloc multi-purpose solution. He did not lose sight in his eye, but his eyesight did become significantly worse and was considering surgery to correct his vision. According to medical records, the patient presented to a hospital in 2005, for pain in the left eye and was told that he had an ulcerated cornea. He was prescribed tobradex. Three days later, the patient presented to a physician stating that the pain and light sensitivity were gradually getting better and noted that he was wearing his contacts on an extended wear basis. The patient was examined and the physician confirmed the central corneal ulcer in the left eye and also noted that the patient had nuclear sclerosis cataracts in both eyes. The patient was subsequently prescribed tobradex (four times daily in the left eye) and zymar (twice daily in the left eye). The patient was also instructed to not wear contacts until treatment discontinued.

Manufacturer narrative:
Bausch & lomb initiated an investigation that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. All of the records indicated there were no anomalies that could have been related to the report, there were no fusarium recoveries from the facility environmental monitoring program of the aseptic processing areas, and all product release sterility evaluations met criteria. Product retain sample testing was completed where lot numbers were available and indicated that all chemical and biocidal performance was effective against microbial challenges as required. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fungal keratitis in unusual circumstances. We are continuing to investigate this link but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.